Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown dose and concentration and an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain and radiculopathy. It was reported that late in october, the patient went for his normal refill and shortly afterwards he noticed pain coming back. "A couple weeks" ago, the patient went for another refill and when the healthcare provider (hcp) emptied the reservoir, it was noted that there was more fluid in the reservoir than there should have been. The patient was wondering if he was getting his full dosage and wanted to know if it was a pump or "hose" malfunction. It was noted that the pain had gradually gotten worse and that now when he would get up in the morning he would notice the pain immediately, which he did not notice months ago. As the day would progress, the patient's pain would get worse and worse until he was "pretty much bedridden" at the end of the day. One day, "about two weeks ago" the patient "nearly lost his mind", then the next day it improved considerably. The situation was being addressed by the hcp. No further complications were reported or anticipated.

Event description:
Additional information received from the consumer reported he was calling because he had questions. The patient stated he had a volume discrepancy and was wondering how they could determine if there was something wrong with the catheter or the pump. The patient reported the actual volume was 2 ml more than expected. There were no discrepancies noted on past refills. The patient stated the last time the patient went for a refill was (B)(6) 2017. The patient stated instead of filling the pump and having the patient come back in 3 months, they put in enough for 1 month and were having the patient come back in to re-measure the volume. The patient stated he called the doctor today ((B)(6) 2017), so they were aware the pain was continuing to become gradually worse, so they were aware prior to the next appointment on (B)(6) 2017. The patient stated he had a gradual return of pain. The patient stated that was the pain the pump was implanted for. The patient stated the pain had been gradually getting worse. The patient stated he could hardly drive his car anymore. The patient stated he couldn¿t stand up for more than an hour before he had to sit down and spend most of the day on the couch. The patient stated one day in (B)(6) 2017, the pain returned so bad he ¿thought I was losing my mind¿, and he was ¿running around the house like a mad dog trying to find a way to stand the pain¿. The patient stated the doctor gave him hydrocodone to use if the pain came back that bad. The patient stated he had no falls or trauma. The patient stated the refill occurred ¿late summer/last fall¿ (2016). The patient stated he had pudendal neuralgia neuropathy. The pump contained bupivacaine [30 mg/ml] at a dose of 9.745 mg/day and an unknown brand of morphine [20 mg/ml] at a dose of 6.496 mg/day.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient thought something was intermittently going on, because he could not get out of bed yesterday (B)(6) 2017, but today (B)(6) 2017 he felt much better. It was stated the pain was still there, but it was nothing like it was yesterday. This was the second or third time this had occurred. A device manufacturer representative (rep) was going to be at the patient's next refill on (B)(6) 2017.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The healthcare provider (hcp) gave the patient 1 month's worth of medication at the last refill and had the patient come back. It was stated that this time, the hcp told the patient they only got half the medication and a kink in the catheter was suspected. The hcp was planning to do a dye study to see where the kink was. It was asked if just the catheter could be replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the patient thinks the catheter is kinked and at the last 2 refills has had excessive reservoir volumes. A dye study was done which showed no leaking and the issue had not been resolved. Additional information was received from a manufacturer's representative (rep) on 2017-jul-18. It was reported that no further actions were taken at the time of this report. The hcp was to re-assess at the time of the patient's next refill.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient said they only have saline in the pump and is on oral medication. The healthcare provider (hcp) is working on scheduling surgery.